Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, only one implant and the suture were received for evaluation. It was identified that the distal part of the suture was broken, the ends were frayed. A manufacturing record evaluation was performed for the finished device lot number: 8l56940, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. The double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the main pusher rod is bent upwards; it can deploy both implants at the same time; this bend in pusher rod is typical of aggressively removing the needle. However, it cannot be conclusively affirmed. The possible root cause for the damage in the suture could be related to procedural variables, such handling of the device or product interaction during procedure. As per the instructions for use, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant; there may be a slight pushback on the deployment gun while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that two plates on the omnispan meniscal repair system/12 degree device were deployed at the same time after the first firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.